Manufacturer narrative:
Model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7119499 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) (B)(4). Model number/catalog number: db-1416 serial number: (B)(6) batch/lot number: 228154 model/catalog description: vercise genus p16 ipg kit. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure in which the entire system was explanted due to lead migration and inadequate stimulation. The patient did well post operatively. In accordance with facility policy, the explanted device will not be returned.